Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects with the returned pencil. No electrode and holster were received. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The devices were plugged into a generator and was activated at 60w in the cut an coag mode for 60 seconds. No abnormal heating or sparking was observed. The device worked satisfactorily. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during gastrectomy, when pressing the blue button (coag) and the yellow button (cut) of the pencil buttons, although the finger left the button, the activation did not stop and energization continued. They used another like device to complete the procedure. There was no patient injury.